Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a right thoracotomy, right lower lobectomy the reload fired across the bronchus and blood was going everywhere. The surgeon fired the device near the pulmonary artery and there was instantaneous bleeding. The patient received a blood transfusion for the lost blood. A team came in to evaluate and determined that there was a leak in the pulmonary artery that needed to be repaired. Suture was used to repair the damage. The surgery was extended by 2 hours and 45 minutes. The patient is currently in ccu. No reinforcement material was used.